Manufacturer narrative:
This is the same event as 3010536692-2016-00388.

Event description:
Allegedly the patient was revised due to the following mom complications: severe and constant pain and suffering, swelling, lack of mobility and/or metallosis.